Event description:
It was reported that an ilet device displayed a line across the screen that impaired visibility and the battery depleted rapidly, and a replacement device was issued; the user reported that blood glucose values were not affected. Symptoms included no adverse clinical effects. Outcomes included continued device use until replacement and instruction on shutdown to avoid further alerts, with data not transferred to the replacement. Investigation included review of device function based on user report and replacement logistics. Investigation of this device revealed a malfunction consistent with a display failure and abnormal battery performance in the pump assembly. It was concluded, based on previously established findings for similar reports, that the cause was device component failure.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive; screen visibility) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.